Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report. Date of event is estimated.

Event description:
Manufacturer report reference number: 3006705815-2020-00033, 3006705815-2020-00034. It was reported that the patient underwent surgical intervention and had the system replaced. The reason is unknown to the manufacturer at this time.

Manufacturer narrative:
There are no allegations made against the device, thus making the event associated with this device not reportable.

Event description:
Further information received that this device was replaced by physician preference. There are no allegations made against the device, thus making the event associated with this device not reportable.